Event description:
Home patient (hp) reports leak with patient extension line noted in drain 1/7 after receiving a system error alarm during apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per hp.